Event description:
It was reported that high capture threshold was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The non pacemaker-dependent patient had no complications after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.